Manufacturer narrative:
Patient called to report that there was a glucose reading error for over three hours. He is not taking acetaminophen. The patient is not on the lean side but he did insert in the abdomen in a somewhat fleshy area. He said he has a lot of scar tissue. Nothing is rubbing on the sensor or transmitter. Sensor was well adhered. No alternative site preparation is needed. Prepared skin with alcohol. Shaves area before applying sensor.

Event description:
Patient contacted dexcom to report a glucose reading error.